Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/06/2010 by mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A facility reported they received a scratched intraocular lens (iol). The surgeon implanted the iol; the scratch was not in the patient's line of vision. Additional information has been requested.